Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (B)(6) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that during a pvc ablation of the left ventricle, a pericardial effusion was noticed. The pericardial effusion was discovered near the end of the procedure when they were almost finished with ablation. The patient's blood pressure began trending down. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardial tap and about 700 cc of fluid was removed. The patient was reported to be hemodynamically stable throughout the procedure and required extended hospitalization for monitoring. The patient fully recovered (no residual effects). The physician did not believe that the pericardial effusion was due to the ablation. The caller also stated that the physician believed that the pericardial effusion occurred either when they went transseptal into the left atrium or from the diagnostic quad catheter that was in the right ventricle apex. It still may have been a successful procedure. The catheter is available for return. The generator used in the case was smartablate. A transseptal puncture was performed with a baylis nrg. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of a steam pop. Cardiac tamponade was discovered when we were nearing the end of the ablation phase, but the physician suspected it occurred earlier on and had been slowly accumulating- possibly during the transeptal phase. The irrigated catheter was used in the event and the flow settings were 2ml, increased to 15ml when on ablation. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. This event will be conservatively reported as ablation took place before the effusion was noticed, therefore, bwi devices cannot be excluded.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 12-may-2022. The device evaluation was completed on 18-may-2022. It was reported that a 74-year-old female patient (117kg) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that during a pvc ablation of the left ventricle, a pericardial effusion was noticed. The pericardial effusion was discovered near the end of the procedure when they were almost finished with ablation. The patient's blood pressure began trending down. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardial tap and about 700 cc of fluid was removed. The patient was reported to be hemodynamically stable throughout the procedure and required extended hospitalization for monitoring. The patient fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the stsf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30681545l, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).